Event description:
It was reported that while the patient was standing on a public bus and grabbed the handle bar with their right hand, they received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was from oversensing of noise where the episode also showed baseline shift. Noise coming from the sense b location was suspected. During the follow-up visit, noise was unable to be reproduced with manipulation of the electrode or movement with the patient's upper body. Initially there was also high out of range shock impedance measurements noted. Review of subsequent measurements in different body positions were noted to be within normal limits. Additionally, the interrogation noted the battery life on the s-ICD had decreased from 40 percent remaining to 5 percent remaining within three months and premature battery depletion was suspected. An x-ray was taken which did not reveal any findings. Therapy was programmed off in the s-ICD and the patient was hospitalized overnight. The following day the hospital contacted the field representative and indicated the s-ICD was emitting tones. Upon arrival at the facility, the field representative was unable to be interrogate the s-ICD with two programmers. Upon magnet application there was tones, so a magnet reset was performed and the device was successfully interrogated. The primary sensing vector showed a flat line with multiple s markers. Boston scientific technical services (ts) was consulted to review the information. Ts recommended that the patient continue to be hospitalized. Engineering analysis was performed and noted it appeared the battery usage has increased at a high rate and charge times were very high. Root cause was unable to be determined and therapy was unable to be guaranteed. Further engineering analysis also observed numerous resets due to telemetry hardware issues. Subsequently engineering suggested the device be emergently explanted. It was noted that the physician chose to leave therapy off in the s-ICD and discharge the patient. Ts recommended prior to device replacement, review of the system placement. Palpate the electrode and s-ICD and consider additional x-ray investigation to confirm system location versus cardiac mass. Additional recommendations were made by ts to assess the entire system to assess electrode integrity. Ts noted that if there is any concern over electrode impairment that it should be replaced along with the s-ICD. The field representative would contact the physician with the recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure. During the procedure only the s-ICD was explanted as the electrode did not show any signs of damage and was still functioning appropriately. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineers confirmed that the device could not be interrogated and did not respond to magnet application. Visual inspection revealed that the case was bulging and a crack was present. A high current drain was detected and review found that it had increased rapidly resulting in a rapid decrease in battery voltage. It was determined that no therapy was available. Analysis revealed evidence of cyclic fatigue that caused a crack in the device case near the header, which resulted in a loss of hermeticity and allowed body fluid to enter the device case. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden spike in power consumption and created a short circuit in the high voltage circuitry. The premature battery depletion and sensing issues were found to be due to body fluid entering the device.

Event description:
It was reported that while the patient was standing on a public bus and grabbed the handle bar with their right hand, they received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was from oversensing of noise where the episode also showed baseline shift. Noise coming from the sense b location was suspected. During the follow-up visit, noise was unable to be reproduced with manipulation of the electrode or movement with the patient's upper body. Initially there was also high out of range shock impedance measurements noted. Review of subsequent measurements in different body positions were noted to be within normal limits. Additionally, the interrogation noted the battery life on the s-ICD had decreased from 40 percent remaining to 5 percent remaining within three months and premature battery depletion was suspected. An x-ray was taken which did not reveal any findings. Therapy was programmed off in the s-ICD and the patient was hospitalized overnight. The following day the hospital contacted the field representative and indicated the s-ICD was emitting tones. Upon arrival at the facility, the field representative was unable to be interrogate the s-ICD with two programmers. Upon magnet application there was tones, so a magnet reset was performed and the device was successfully interrogated. The primary sensing vector showed a flat line with multiple s markers. Boston scientific technical services (ts) was consulted to review the information. Ts recommended that the patient continue to be hospitalized. Engineering analysis was performed and noted it appeared the battery usage has increased at a high rate and charge times were very high. Root cause was unable to be determined and therapy was unable to be guaranteed. Further engineering analysis also observed numerous resets due to telemetry hardware issues. Subsequently engineering suggested the device be emergently explanted. It was noted that the physician chose to leave therapy off in the s-ICD and discharge the patient. Ts recommended prior to device replacement, review of the system placement. Palpate the electrode and s-ICD and consider additional x-ray investigation to confirm system location versus cardiac mass. Additional recommendations were made by ts to assess the entire system to assess electrode integrity. Ts noted that if there is any concern over electrode impairment that it should be replaced along with the s-ICD. The field representative would contact the physician with the recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure. During the procedure only the s-ICD was explanted as the electrode did not show any signs of damage and was still functioning appropriately. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that while the patient was standing on a public bus and grabbed the handle bar with their right hand, they received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was from oversensing of noise where the episode also showed baseline shift. Noise coming from the sense b location was suspected. During the follow-up visit, noise was unable to be reproduced with manipulation of the electrode or movement with the patient's upper body. Initially there was also high out of range shock impedance measurements noted. Review of subsequent measurements in different body positions were noted to be within normal limits. Additionally, the interrogation noted the battery life on the s-ICD had decreased from 40 percent remaining to 5 percent remaining within three months and premature battery depletion was suspected. An x-ray was taken which did not reveal any significant findings. Therapy was programmed off in the s-ICD and the patient was hospitalized overnight. The following day the hospital contacted the field representative and indicated the s-ICD was emitting tones. Upon arrival at the facility, the field representative was unable to be interrogate the s-ICD with two programmers. Upon magnet application there was tones, so a magnet reset was performed and the device was successfully interrogated. The primary sensing vector showed a flat line with multiple s markers. Boston scientific technical services (ts) was consulted to review the information. Ts recommended that the patient continue to be hospitalized. Engineering analysis was performed and noted it appeared the battery usage has increased at a high rate and charge times were very high. Root cause was unable to be determined and therapy was unable to be guaranteed. Further engineering analysis also observed numerous resets due to telemetry hardware issues. Subsequently engineering suggested the device be emergently explanted. It was noted that the physician chose to leave therapy off in the s-ICD and discharge the patient. Ts recommended prior to device replacement, review of the system placement. Palpate the electrode and s-ICD and consider additional x-ray investigation to confirm system location versus cardiac mass. Additional recommendations were made by ts to assess the entire system to assess electrode integrity. Ts noted that if there is any concern over electrode impairment that it should be replaced along with the s-ICD. The field representative would contact the physician with the recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported.